Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: during an operation the drill bit broke. The broken fragment was discarded of.

Manufacturer narrative:
Subject device has been received and is currently in the eval process. Investigation is on going; no conclusion can be drawn.

Manufacturer narrative:
Investigation of the complained drillbit shows that the tip broke off. The microscopic view of the broken surface does not show any anomalies that could challenge the material quality. The available dimensions were checked and found to be in accordance with specifications. Review of the manufacturing and raw material documents shows conformity to the specifications.